Event description:
An article in the literature reported that in 2005, a woman developed an anaphylactic reaction with dyspnea, runny nose, systemic urticaria, tachycardia and a mild decrease in the blood pressure following a laryngoscopic procedure for assessment of a vocal cord tumor. Subsequent laryngoscopic procedure after the event elicited no allergenic reaction (the scope was washed with water more than 15 minutes after the disinfection.) The doctor said the possibility that the cause of the event was lidocaine was low, but no allergy test was performed.

Manufacturer narrative:
Other, possible sensitivity to product.